Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had seen the physician on (B)(6) 2017 where they reported pocket site pain with discomfort that started around thanksgiving. The physician reported that the site was not red or warm to the touch but noted that it was slightly raised and tender to touch. The patient had turned the device down, but it did not resolve the discomfort. The patient denied any trauma to the site and was put on antibiotics for one week. The patient was seen back in the office on (B)(6) 2017 but still had discomfort, so the physician tried to aspirate to see if there was any fluid, but none came out. The physician then ordered an ultrasound that day and the results showed that there was a small pocket of fluid that was superficial too stimulator pocket site. It was noted to be 4.3 cm in width and 6mm in depth. The physician performed a pocket revision on (B)(6) 2017 and reported that there was fluid in the pocket, but nothing looked infected or concerning. The physician sent a culture off for analysis and irrigated the pocket with antibiotic. It was indicated that the patient did not want to lose therapy as it had helped them, and the physician noted that they would have the patient follow up. No further complications were reported or were expected.